Manufacturer narrative:
Device received with critical pump error (open book image) and unable to download due to corroded electronic assembly. The motor home switch and force sensor was also corroded. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unable to verify pump error 43 due to download anomaly. Device had minor scratched display window, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. Customer had a blood glucose level of 212 mg/dl at time of incident. Customer was not able to rewind insulin pump. Insulin pump was required to be replaced. Insulin pump was returned for analysis.